Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and replace the camera cable. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The hardware investigation of the returned cable found that the reported event was related to a hardware issue. The returned cable had not been crushed and had no obvious signs of physical damage. However, a continuity test revealed opens for pins 1, 2, 5, 9, 10, 11, and 14. Opening the lemo connectors did not find any broken wires at the pin housings. Electrical failure mode was found.

Event description:
A medtronic representative reported that navigation system's camera was intermittently tracking. There was no patient present when this issue was identified.